Event description:
An angio-seal device was used to seal the arteriotomy site post percutaneous cardiac procedure. The patient experienced pain sometime later,after the procedure. The patient was discharged the next day, even though the pain persisted. The patient returned to the primary care physician, because of the pain. An ultrasound revealed a pseudoaneurysm. The next day, the patient underwent an ultrasound guided compression procedure to seal the pseudoaneurysm. The patient continues to have pain and will follow up with her primary physician.